Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the charger was indicating a battery problem. The pt was issued a replaced charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the alleged problem in the field is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contamination charger/modem. The pt received a replacement charger/modem.